Event description:
It was reported by the customer that the generator displayed an error code 1 during an unk procedure. The customer stated that after error occurred, all buttons on front panel became inoperable and error could not be cleared. A second generator was used to complete case with no pt consequence.

Manufacturer narrative:
Date sent: 06/17/2008. Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the main pcb was causing the unit to have error code 1 which also caused all buttons on the front panel to be inoperable. To correct the complaint the analysis site replaced the main bcb. Per the service manual, service test were performed with no functional faults found. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.